Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited one high out of range pacing impedance measurement of greater than 3000 ohms. Boston scientific technical services (ts) was consulted and found the rv impedance measurements have been stable and within normal limits. Ts discussed the elevated impedance measurement could be due to slight movement of the rv lead in the header of the ICD. At this time the clinic will continue to monitor the patient.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited one high out of range pacing impedance measurement of greater than 3000 ohms. Boston scientific technical services (ts) was consulted and found the rv impedance measurements have been stable and within normal limits. Ts discussed the elevated impedance measurement could be due to slight movement of the rv lead in the header of the ICD. At this time the clinic will continue to monitor the patient.